Manufacturer narrative:
(B)(4).

Event description:
The hcp believed that the needle may have come out of the reservoir port when she was refilling the pump causing a partial pocket fill. The hcp noticed a little fluid under the skin in the location of the pump. The hcp planned to aspirate the contents of the pump to see how much was filled into the pump. The device system was used to deliver morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.